Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the piston on the insulin pump does not work and insulin squirts out of the pump during manual prime. The customer indicated that their blood glucose level was 209 mg/dl at the time of incident. Troubleshooting found that the motor slowed down and the numbers ramped up on the display screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump prime and rewind completed properly. The motor passed the motor test. No moisture damage was noted do the motor assembly. All of the buttons functioned properly. No damage was noted to the keypad assembly and no unexpected number ramping was noted. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.